Event description:
Initial reporter indicated that they were in the operating room replacing a generator for end of battery life and when the new 104 generator was connected to the lead, the system diagnostics resulted in the low impedance message and the parameters were low output status, <200 ohms, eri=0 months. It was verified that the generator had been at room temperature for about 45 min. System diagnostics were repeated several times, but all with the same results. Generator diagnostics on the 104 generator with the test resistor in gave a message saying that "vbat = o." Then the generator test resulted in a similar low impedance message and the actual values were: 0.25ma, low output, <200ohms, eri=0 months. The surgeon reconnected the old 101 generator back to the leads and diagnostics were all ok with eos=yes. The 104 was then reconnected to the leads and the same results as earlier on the system's test were obtained. A generator test was performed on the 104 again, but this time without the test resistor. The results without the test resistor, displayed "low impedance has been detected" message and the parameters were 0.25ma, low output, <200 ohms, eri=0 months. At this time the manufacturer is pending receipt of the generator for product analysis.